Event description:
It was reported that the patient complained of having pain. It was also reported that the right ventricular [rv] lead impedance trend was rising and had high impedance and increased threshold measurements. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A steady impedance increase from approximately 500 ohms in (B)(6) 2012 up to approximately 1300 ohms in (B)(6) 2012 was recorded.